Event description:
An alarm issue was reported with the adc app in use with samsung a52 version 13 phone with an android operating system version 2.8.4. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced seizure, hypoglycemia, and hyperglycemia. As a result, the patient self-treated with glucose and lemonade. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using application samsung galaxy a52 (android 13, 2.8.4.9335). The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc app in use with samsung a52 version 13 phone with an android operating system version 13, app version 2.8.4. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced seizure, hypoglycemia, and hyperglycemia. As a result, the patient self-treated with glucose and lemonade. There was no report of death or permanent impairment associated with this event.